Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited intermittent undersensing. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.